Event description:
It was reported that during a deep brain stimulation procedure, the mdt rep noticed a 'connectivity won't pass' message. Tech services reviewed that the message won't clear as long as there is an impedance issue. The initial implant showed bad impedances for every electrode except number 3, with all right side electrodes being problematic. After the replacement of the implant, the right side impedance issue was resolved, but the left side exhibited bad impedance for electrodes 1, 2, and 3. Following a lead wipe and reinsertion, only electrode 3 continued to show bad impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date (B)(6) 2021; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID b3400060, lot# serial# (B)(6), implanted: (B)(6) 2021, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the impedance issue wasn¿t determined. After several attempts to clean and reset the extensions the rep and hcp were unsuccessful in fixing the impedance issue. The hcp decided to continue the case and close the incision.